Manufacturer narrative:
Qn# (B)(4). Report 3003898360-2021-00509 is retracted. The customer reports that there was no broken clip. Instead a clip was found missing from the cartridge prior to use; there was no patient involvement. Report 3003898360-2021-00509 is retracted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
On (B)(6) 2021, clip was found broken during usage on the patient.